Event description:
The customer reported the device would not power on. No patient involvement reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.